Manufacturer narrative:
Block h6: imdrf device code a0501 captures the reportable event of coil detachment of device, inside the patient. Imdrf f23 captures the reportable event of unexpected medical intervention.

Event description:
It was reported that during the procedure, issues with the lack of curl memory on the distal end of the tria soft stents. It doesn't easily curl in the bladder and in this case the coil broke off. The procedure was completed with another of the same device and there were no patient complications reported.

Manufacturer narrative:
Block h6: imdrf device code a0501 captures the reportable investigation results of coil detachment of device, inside the patient. Imdrf f23 captures the reportable investigation results of unexpected medical intervention. Block h11: the tria ureteral stent was not returned for analysis, however, the customer provided media of the device. It showed two tria ureteral stents, based on the media provided, the stent that is on the left side would be use as the reference for complaint record (B)(4) while the stent that is on the right side would be use as the reference for complaint record (B)(4). For the stent that is on the left side, it was possible to observe that the bladder coil was fully detached which confirms the reported event of coil detachment of device or device component. However, the reported event of coil memory could not be appreciated in the stent with the evidence provided since the bladder coil was already detached from the stent. The reported event of coil memory could not be appreciated in the stent with the evidence provided since the bladder coil was already detached from the stent. For that reason, the most probable cause of the reported issue cannot be established due to lack of evidence. Therefore, this complaint is assigned an investigation conclusion code of cause not established since the investigation findings do not lead to a clear conclusion about the cause of some of the reported adverse events.

Event description:
It was reported that during the procedure, issues with the lack of curl memory on the distal end of the tria soft stents. It doesn't easily curl in the bladder and in this case the coil broke off. The procedure was completed with another of the same device and there were no patient complications reported.